Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cannula seal accessory involved with this event and completed failure analysis investigation. Inspection of the cannula seal showed that the material at the inner circumference of the cannula seal was missing. There were two large scratches observed on the inner portion of the cannula seal near the damaged sections. This complaint is being reported due to following conclusions: the inner piece of the 8mm cannula seal fell into the patient during a da vinci assisted procedure and although it was retrieved during same procedure this could likely cause or contribute to an adverse event, if the malfunction were to recur. However there was no patient injury in the reported event.

Event description:
It was reported that during da vinci assisted ventral hernia repair procedure, the inner piece of an 8mm cannula seal fell into the patient. The cannula seal fragment was immediately retrieved by the surgeon using a laparoscopic assistant instrument. According to the reporter, the first surgeon assistant initially thought it may be the v-loc suture (barbed suture) that may be snagging on the cannula seal. The needles and sutures were introduced through the cannula seal multiple times during the procedure as part of normal surgical process. The cannula fragment was not noticed until towards the end of the case and did not necessarily correlate to the timing of the introduction or withdrawal of the v-loc barbed suture. In this particular procedure, the v-loc suture introduction was done a little differently by the surgeon from what is typically done. They were grasping the suture in two different locations versus only one; thereby, the first assist and the surgeon can immediately tell the suture is all the way through the cannula. They had introduced suture in this manner numerous times before without any incident. At this point, they were just guessing as to what caused the issue. The planned surgical procedure was completed. There was no report of patient harm, adverse outcome or injury. On 10/26/2015, the following additional information was obtained from the initial reporter: the procedure utilized a non-isi 5mm needle driver instrument that was passed through the 8mm cannula with a cannula seal reducer, which is a common practice especially in cases such as inguinal or ventral hernia where an assist port is not usually made so that they do not lose too much pneumatic pressure. A gs-21 covidien needle (12 length pieces, 180 day absorbable, 0-vloc) were introduced throughout the procedure, approximately 5 times.